Event description:
A healthcare facility in germany reported via a fisher and paykel healthcare (f&p) field representative that the seal of three rt041m non-vented hospital full face masks disconnected from the mask frame. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4 and h4. Device 1: lot#: not provided; date of manufacturing: not provided; UDI: not provided. Device 2: lot#: 2102150256; date of manufacturing; 26 april 2022; UDI: (B)(4). Device 3: lot#: 2102211963; date of manufacturing; 07 june 2022; UDI: (B)(4). The rt041m non-vented hospital full face mask features a mask base, seal, and headgear. The mask is an oronasal patient interface for use as an accessory to therapy devices providing non-invasive bi-level or continuous positive airway pressure support therapy. This mask is for spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for non-invasive positive pressure support therapy in a hospital or clinical setting. Method: the complaint rt041m non-vented hospital full face masks were returned to fph in new zealand where they were visually inspected. Results: visual inspection of the returned devices revealed that the seals were found partly separated from the mask bases. However, a continuous bead of glue around the mask seals on the part of the masks were found. Further inspection revealed marks from the base in the glue on the detached part of the seals indicate that they were correctly inserted. Conclusion: we were unable to determine the root cause of the observed separation. Visual inspection indicated that the masks were assembled and glued properly. This suggests that the separation occurred post production. The rt041l full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041l non-vented hospital full face mask. It also states the following: "operating pressure range: 5 - 25 cmh2o" "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." "In the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: lot#: not provided; date of manufacturing: not provided; UDI: not provided device 2: lot#: 2102150256; date of manufacturing; 26 april 2022; UDI: (B)(4). Device 3: lot#: 2102211963; date of manufacturing; 07 june 2022; UDI: (B)(4). The complaint (B)(4) non-vented hospital full face masks are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in germany reported via a fisher and paykel healthcare (f&p) field representative that the seal of three rt041m non-vented hospital full face masks disconnected from the mask frame. There was no patient involvement.

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to face mask. Section g1: contact person updated to (B)(4). Updates per last report: section d4 and h4: device 1: lot#: not provided; date of manufacturing: not provided; UDI: not provided device 2: lot#: 2102150256; date of manufacturing; 26 april 2022; UDI: (B)(4). Device 3: lot#: 2102211963; date of manufacturing; 07 june 2022; UDI: (B)(4). The rt041m non-vented hospital full face mask features a mask base, seal, and headgear. The mask is an oronasal patient interface for use as an accessory to therapy devices providing non-invasive bi-level or continuous positive airway pressure support therapy. This mask is for spontaneously breathing adult patients with respiratory insufficiency or respiratory failure who are suitable for non-invasive positive pressure support therapy in a hospital or clinical setting. Method: the complaint rt041m non-vented hospital full face masks were returned to fph in new zealand where they were visually inspected. Results: visual inspection of the returned devices revealed that the seals were found partly separated from the mask bases. However, a continuous bead of glue around the mask seals on the part of the masks were found. Further inspection revealed marks from the base in the glue on the detached part of the seals indicate that they were correctly inserted. Conclusion: we were unable to determine the root cause of the observed separation. Visual inspection indicated that the masks were assembled and glued properly. This suggests that the separation occurred post production. The rt041l full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041l non-vented hospital full face mask. It also states the following: "operating pressure range: 5 - 25 cmh2o." "This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." "In the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Event description:
A healthcare facility in germany reported via a fisher and paykel healthcare (f&p) field representative that the seal of three rt041m non-vented hospital full face masks disconnected from the mask frame. There was no patient involvement.